Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice device, a baxter technician determined the hc machine failed the return instrument test/evaluation earth leakage current test. The product analysis lab evaluated the device. A visual inspection was performed. Internal and external inspection revealed fluid intrusion. Technician checked for infinite resistance reading from ground to each ac input terminal and the readings were not infinite; readings go to their proper infinite value when the pump assembly is disconnected. The cause could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.